Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had a power/battery life issue and the patient had a blood glucose over 500 mg/dl with no symptoms. This complaint is being reported because the power issue was not resolved and the patient had hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.